Event description:
The IV catheter was inserted into a dog and functioned well. The next day the IV was removed and the catheter tip was found to be missing. Two surgeons were performed ot successfully remove the catheter tip from the dog. The clinic had both pieces of the catheter but will not give them the emergency clinic for return to bd medical.